Event description:
Boston scientific received information that this right ventricular (rv) lead had exhibited increased thresholds and loss of capture. It was noted that the lead micro dislodged. A lead revision procedure was performed, and shortly thereafter, loss of capture was once again observed. As a result the physician elected to explant and replace the lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory visual observations confirmed that the complete lead was returned with the helix retracted and there was dried blood and tissue noted in the helix and throughout the lead lumen. The conductor coils were found to be deformed at 122 mm from the terminal pin, and there were cuts in the insulation at 122, 192, 210 and a gouge found at 371 - 375 mm from the terminal pin. Analysis concluded that there is nothing visually wrong with the lead that would cause a dislodgement.